Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap screw stripped during initial deployment. It was noted the ID spacer stripped while rotating the driver after a few deployments of the sagittal wiggle application, however it is unknown what caused the event per the physicians assessment. The physician removed the ID spacer, confirmed no pieces were left behind and completed the procedure using another spacer of a smaller device model. The patient did well post-operatively and analysis of the ID spacer was not performed as it was disposed of by the facility.